Manufacturer narrative:
The lot number of the pinnacle pelvic floor repair kit is not known; therefore, the manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that three months after a procedure (procedure date: 2008) for bladder prolapse using a pinnacle pelvic floor repair kit, the pt presented with symptoms that she is concerned may be an allergic reaction to the mesh. The pt's symptoms are a burning sensation in her breast, upper backaches, and feeling light-headed and weak most of the time. Symptoms have reportedly gotten "much worse" a week or two prior to this report date.